Manufacturer narrative:
The lens was received for analysis and inspected under illuminated 10x magnification. The results of our inspection shows a lens cut in 2 pieces and 2 broken haptics. The lens met all manufacturing specifications prior to release. The cause of this event appears to be related to handling by the end user and not to a deficiency with the device. All information currently available is provided in this report.

Event description:
The account reported the haptic on the intraocular lens was damaged during insertion of the lens. The incision was enlarged to remove from the patient's eye. Surgery was completed the same day with a backup lens. No further information available from the account.